Event description:
The device was returned for service. During service the device had main batteries with an alarm threshold of 7. There was no record of any patient injury or medical intervention.

Manufacturer narrative:
Evaluation summary:inspection of the device revealed depleted/potentially damaged batteries. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.